Manufacturer narrative:
A product development investigation was performed. The 03.037.017 lot number 9428332 blade/screw guide sleeve, 03.037.018 lot number 9301034 3.2mm wire guide sleeve, and 03.037.019 lot number 9488178 3.2mm trocar were returned and reported to not fit together properly. This complaint condition was likely caused by bending or deformation from over a year of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The 03.037.017 blade/screw guide sleeve, 03.037.018 3.2mm wire guide sleeve, and 03.037.019 3.2mm trocar are instruments routinely used in the tfnadvanced proximal femoral nailing system. The devices were returned and reported to not fit together properly. This condition is confirmed; the 03.037.018 wire guide sleeve will not seat all the way into the 03.037.017 guide sleeve. Approximately seven millimeters from fully seated the wire guide encounters resistance preventing further advancement. It is likely that bending or deformation from over a year of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The distal face of the 03.037.017 sleeve appears to be deformed and is no longer perfectly circular. The 03.037.017 sleeve was manufactured in 5/2015 and is over a year old. The 03.037.018 sleeve was manufactured in 1/2015 and is two years old. The 03.037.019 trocar was manufactured in 5/2015 and is over a year old. The balance of each of the returned devices is in otherwise fairly good condition consistent with the age of each device. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. The complaint condition for this device can be replicated. It is likely that bending or deformation from over a year of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No remedial action is initiated for this device and for this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: event date: unknown. This report is 2 of 2 for (B)(4). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that: DHR review for: part #03.037.019, lot # 9488178; manufacturing location: (B)(4); manufacturing date: 27.may.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection of the sales consultant's field equipment, it was noted that the helical blade sleeve, the wire guide sleeve; both devices included in the trochanteric fixation nail-advanced (tfna) locking set, would not seat into the outer sleeve trocar. There was no patient involvement. This complaint involves (3) devices. This report is 2 of 2 for (B)(4).